Manufacturer narrative:
All documents associated w/the production of the finished device were reviewed, such as incoming inspection results of raw material, production in-process inspections, final qa product inspections.,m testing and acceptance criterial as well as any non-conformance which may have been noted during the receipt, production or release of the finished lot. There wasn't any non conformanc associated witht he production of this order. The exact cause cannot be determined, but the defect likely occurred due to a damaged blade. The damaged blade may occur during the manufacturing process as well as during custome rhandling and use. Description: slit knife full hdl-2.75mm ang.

Event description:
"The surgeon passed through the cornea w/the knife, he has to applied more pressure because of the dullness of the knife. The patient bleed and the surgeon has to suture the cornea. The patient went home. The patient did not stay longer in hospital because of that, he just did not get the surgery. The patient male (B)(6), was admitted in day surgery for a cataract surgery. For sure he never had the surgery he was in for. To insert the lens the patient has to wait 2-3 months, give time the cornea to heal, before going back to hospital and have the cataract surgery."